Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Doxycycline restarted on (B)(6) 2019; infection never fully resolved since (B)(6) 2019. On (B)(6) 2019, culture came back with no growth.

Manufacturer narrative:
Brand name, UDI #: the heartmate left ventricular assist system (lvas) was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23aug2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Approximate age of device ¿ 11 months (the age is calculated from the date of implant to the event date). The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient' had driveline drainage. The infection was a driveline infection; the patient was prescribed doxycycline for 7 days. Patient seen in clinic on (B)(6) 2019. Cultures were sent off and an additional doxycycline was prescribed for 7 days. The patient was given 14 days of doxycycline. The infection was active and the patient was on antibiotics for treatment.